Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The weekly battery voltage trend data shows minimum battery equal to 3.0 to 2.66 volts range between (B)(4)-2012 and (B)(4)-2013 is before device recommended replacement time (rrt) less than or equal to 2.62 volts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device batter voltage had a drastic drop. The device only lasted 4 ½ years. The device will be scheduled for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.